Event description:
For a radiofrequency lesioning procedure, a cannula was inserted into the patient's spine. The radiofrequency lesioning probe was inserted into cannula and was unable to be fully advanced. Attempts to remove the probe from cannula were unsuccessful, and the probe became stuck. The probe came off of attached wiring. Cannula and probe removed from patient's back without injury to patient. A representative came to unit, removed the product and all others with same lot number, and replaced the items with new cannula of a different lot number.